Event description:
During functional testing by MFR sales rep the device displayed a "bridge test fail" message. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
The corp has not rec'd the product and this complaint is still under investigation.